Event description:
Vent opened on saline line when administering vincristine chemotherapy. Vent popped off completely causing saline to leak out. Able to use hemostat at neck of bag to stop flow. Vincristine stopped immediately and unlikely that any in saline line. Disconnected vincristine and administered through a new line with new saline bag.